Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with blood glucose values as low as 59 mg/dl and additional readings in the 60¿80 mg/dl range after meal announcements and a recent supply change. Symptoms included shakiness consistent with low blood glucose. Outcomes included self-treatment with oral carbohydrates, including orange juice and approximately 15¿16 grams of glucose tablets, with blood glucose rising toward the target range and no hospitalization. Investigation included troubleshooting and user education on proper cartridge change procedure, confirmation of pump rewind prior to insertion, and review of meal announcements on the device. Investigation of this case revealed multiple meal announcements were made in error, likely leading to dosing incongruent with actual intake, and subsequent hypoglycemia, with device alerts for low glucose acknowledged and glucose administration effective. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related use error in meal announcement contributing to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.